Event description:
The patient went in for a pump refill and reported that the pump had been alarming for 4 or 5 days. The patient experienced return of patient symptoms; increased baseline pain. The pump was interrogated and found to be stalled. The stall occurred in 2008; the stopped pump duration exceeds 48 hours message occurred two days later. The patient denied MRI exposure. The pump was used to deliver fentanyl, bupivacaine, and clonidine. The caller was questioning whether or not the pump should be refilled; the caller was encouraged to contact the patient's hcp. The caller called back and provided that she had talked with the patient's doctor and had refilled the patient's pump. She provided that the expected reservoir volume was 3.7 mls; the actual volume was 8.0 mls. She stated that she updated the pump. She rechecked the logs and there was no motor stall recovery message. The patient had an appointment scheduled with her hcp in regards to this issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.